Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). It was noted that there was also myopotential oversensing that was stored as non-sustained ventricular tachycardia (nsvt). It was noted that there was no pacing inhibition observed. Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.